Event description:
During a routine preventive maintenance, abiomed field svc found that the right side weaning would not function. The problem was isolated to a defective pot. The weaning board was replaced and the problem was resolved. There was no pt involvement.